Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain in the scrotum from the pump. They requested a malleable penile prosthesis. The device was explanted and replaced. No further patient complications were reported.